Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a device involved in an over infusion of heparin(250 ml bag) that occurred on (B)(6) 2025. After the hospital performed an internal investigation and review of the device logs, it was determined to be a nurse programming error. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a device involved in an over infusion of heparin (250 ml bag) that occurred on (B)(6) 2025. After the hospital performed an internal investigation and review of the device logs, it was determined to be a nurse programming error. This was reported to bd representatives during site visit. There was patient involvement but no harm.